Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the decrease in power was a thrombus on the inflow cannula confirmed by a transesophageal echocardiogram (tee). The pump flow dramatically slowed and the patient condition worsened. The pump was turned off and medical support was withdrawn. The patient expired shortly thereafter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported event was confirmed through log file analysis which revealed a sudden decrease in power consumption and estimated flows on october 30, 2018. 3 low flow alarms have been logged on october 30, 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Of note, it was reported by the site that a transesophageal echocardiogram (tee) revealed a thrombus at the inflow cannula. Based on the available information and risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ventricular assist device (vad) inpatient had a sudden decrease in power and flows that were lower than the patient¿s baseline. An echocardiogram was performed. The pump remains in use. No patient complications have been reported as a result of this event.